Event description:
The customer reported that she experienced high blood glucose levels. When removing the infusion set, the cannula was bent. The customer stated that she never got a no delivery alarm. Offered to troubleshoot, but the customer declined at this time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.